Manufacturer narrative:
The insulin pump was received with intermittent express bolus, act, up and down arrow buttons response due to flattened buttons dome switch. No unlocked lcd keypad connector noted during our visual inspection. No cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that customer experienced keypad anomaly. It was reported that buttons were not responding. Customer's blood glucose was not reported. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.